Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer stated that although they were able turn on the screen, the touchscreen was completely unresponsive. Customer reported a blood glucose (bg) level of 263 (mg/dl). Customer reverted to another pump and issued a correction bolus to treat their bg level.